Event description:
As reported by the edwards (B)(4) affiliate, during transfemoral tavr for native aortic position, after the guidewire was placed, moderate to severe mitral regurgitation (mr) increased and hypotension at 50/30 's mmhg prolonged. A 29mm sapien 3 valve was successfully deployed in a targeted position under rapid pacing which has been on for 33 sec. Post sapien 3 valve was deployed, hypotension was at 30/15 's mmhg prolonged and adrenergic agonist was initiated and cardiac massage was stated. Percutaneous cardiopulmonary support (pcps) was prepared but blood pressure (bp) recovered immediately after pcps insertion. After bp recovered there was no aortic regurgitation (ar), mr was mild, and bp stabilized at 120/80 's mmhg, so the tavi procedure was completed and the patient left the operation room. According to the report, the cause of bp dropping during valve deployment is associated with exacerbation of mr. The burden of rapid pacing in the state of mr exacerbation may have led to hemodynamic instability.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicates the cause of blood pressure (bp) dropping during valve deployment is associated with exacerbation of mr. The burden of rapid pacing in the state of mr exacerbation may have led to hemodynamic instability. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.